Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and device expulsion ('migration of essure device location of device: essure went through the fallopian tube into the uterus') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal), ovarian cyst and adhesion. Concomitant products included medroxyprogesterone acetate (depo provera) from 2008 to 2009 for contraception as well as ketorolac tromethamine (toradol) and omeprazole (protonix) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 1 month 27 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain pelvic pain"), depression ("depression") and insomnia ("lack of sleep"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, vaginal haemorrhage and dysmenorrhoea had resolved and the device expulsion, menorrhagia, depression and insomnia outcome was unknown. The reporter considered abdominal pain, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: during essure insertion on right side, two different essure micro inserter as one of the ends of the one became damaged as it become curled and bent. Normal intrauterine cavity sound to 10 essure placement of essure tubal coils was accomplished but the device was placed a little bit higher up into the tube not on purpose. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result-perforation (fallopian tube),migration of essure device. It needed to be removed due to it going through the tube and free floating into the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2019: pfs and medical record was received: previously added injury nos was replaced with new events from pfs- abnormal bleeding(vaginal), abnormal bleeding( menorrhagia), migration of essure: essure went through the fallopian tube into the uterus, dysmenorrhea, pelvic pain, abdomen pain, perforation (fallopian tube(s)), depression and lack of sleep were added. Concomitant drugs were added. Reporters were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.